Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the implantable neurostimulator was not turning on due to an overdischarge. The implantable neurostimulator was replaced to resolve the issue. There were no further complications reported or anticipated.